Manufacturer narrative:
Investigation summary: received 10 q-syte assemblies within sealed packages from lot number 8124823. All components were within were intact. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, the engineer attempted to connect the units to a luer lock or syringe. The connections were successful and tightly secured. No disconnections were observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. A definitive root cause for this issue could not be identified as no defects were observed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device could not maintain a connection to other devices during use while administering "glucose serum (10%)". The following information was provided by the initial reporter, translated from portuguese to english: "the q-syte do not maintain conected to other devices. It does not fit."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device could not maintain a connection to other devices during use while administering "glucose serum (10%)". The following information was provided by the initial reporter, translated from portuguese to english: "the q-syte do not maintain connected to other devices. It does not fit."